Event description:
New information notes on (B)(6) 2015 the patient was seen in the clinic. There was no signs of infection on the new or old surgical site. The patient's condition was good post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had vegetation on their right atrial lead. The patient had developed an infection. The system was explanted. No other patient symptoms were reported.